Manufacturer narrative:
The customer¿s reported problem was confirmed. The serial number provided is not valid (s/n does not match device 8015), therefore a review of the device history record cannot be performed.

Event description:
It was reported device would not power on after replacing rear case. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported device would not power on after replacing rear case. There was no patient involvement.